Manufacturer narrative:
Patient was revised to address pain on (B)(6) 2011. Since being revised, he continues to be in pain and has issues with his bowels; however, the manufacturer of the parts currently implanted is not yet known. Doi (B)(6) 2010 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Attune fixed bearing impactor and impactor handle broke during insertion of tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.